Manufacturer narrative:
E.1. Address information was not provided; therefore, (B)(6) was used as the state. Device evaluation: our quality engineer inspected the samples for evaluation. Your report of a damaged catheter was confirmed; however, the exact cause could not be determined from the sample analysis. Two 20g insyte autoguard units were returned for investigation from lot # 5028460. One device was received in a sealed unit package. The other 20g IV catheter was received without the needle. A microscopic examination revealed a v-shaped breach in the tubing of the open IV catheter. The characteristics of the breach were consistent with damage caused by the needle penetrating the catheter tubing. It could not be determined when the catheter was punctured as it may have occurred during manufacturing or use. The report that the catheter wouldn¿t penetrate the skin was likely associated with the needle protruding through the catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Went to stick and the catheter wouldn¿t penetrate skin. Catheter split at the tip. Had to stick patient again.